Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue, and noted that no leaks were found and all leak tests passed. The stm observed several "gas loss" alarms in the iabp log files which would indicate an issue with the intra-aortic balloon (iab). The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump iabp) experienced a gas leak. There was no patient harm and no adverse event was reported..